Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2009 the patient underwent mesh revision, cystoscopy with transurethral incisures and resection of bladder neck due to dysfunctional voiding with bladder neck contracture. On (B)(6) 2012 the patient underwent attempted mesh explant (unable to remove). On (B)(6) 2014 the patient underwent mesh revision with cystoscopy under anesthesia and urethral dilation due to recurrent uti¿s. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a urethral diverticulectomy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral stricture.